Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b3, b5, b6, d1, d4, d6b, d9, g1, g4, h3, h4, h6.

Event description:
Patient reported left side "rupture". Healthcare professional later reported "implant rupture," and "capsular contracture baker grade ii". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "rupture". Healthcare professional later reported "rupture implant" and "capsular contracture baker grade ii". This record is for the left side. Device has been explanted and replaced with another manufacturer's device.